Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after 24 hours of use, the pilot balloon came off of the tracheostomy tube. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported device was returned for product investigation. Visual inspection observed that the pilot balloon was no longer attached to the device. The pilot balloon was not returned for investigation. Investigation of the airway line revealed that the line appeared to be cut and measured approximately 6mm shorter than the original manufactured length. The end of the inflation line showed no signs of silicon or adhesive. During functional testing, a syringe and plastic needle were used to inflate the cuff via the airway line. The cuff fully inflated without issue. Without the pilot balloon, investigation was unable to determine the root cause of the pilot balloon detachment. Manufacturing performs a 100% leak test prior to product release; had the pilot balloon been detached from the inflation line at that time, it would have been detected and the device would have been scrapped. No evidence was found to suggest the reported event was related to an intrinsic product problem.